Event description:
It was reported that difficulty was experienced during a pta procedure to treat a complete obstruction, including calcification, of the left superficial femoral artery. Access was obtained using a right femoral approach. During advancement through the lesion, the sasuga ham pta balloon dilation catheter became stuck on the deja vu .014 guidewire. The catheter and guidewire were extracted together. It was reported that there were no pt complications and the pt status was listed as "good."